Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an "unable to authenticate" error occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to authenticate. A technical support specialist (tss) dialed into the station and checked the medication application logs, where it was found that the user account was locked. The tss advised the user to reach out to the hospital information technology (hit) team to get the account unlocked and the user later confirmed that the information technology team had unlocked the account successfully. The system functioned as intended after technical support specialist investigated the device.